Event description:
It was reported that during a left ventricular lead revision, atrial lead capture and sensing anomalies were noted. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.